Event description:
Customer reports of having excessive no delivery alarms. Insulin pump was already being replaced, but it was delayed. During troubleshooting, customer was able to deliver 9 units of insulin, which showed that insulin pump was working as designed. Customer changed site and was able to treat without receiving no delivery alarm. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.